Event description:
Caller reported inform system blood glucose results of 107 mg/dl and 274 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.